Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the patient was referred to a different hospital to have the lead extracted and was done successfully. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) had exhibited infection. A revision was performed and the ICD was explanted; however, the right ventricular (rv) lead was surgically abandoned. Additional information indicated that the patient was referred to a different facility for lead extraction as the lead did not come out during the procedure. No additional adverse patient effects were reported.